Event description:
Same case as MDR ID #2134265-2013-00257. It was reported that during a percutaneous transluminal angioplasty procedure, withdrawal difficulty occurred. The lesion was located in the patient's left distal superficial femoral artery. They had trouble advancing the 300cm, 8cm v-18 poly tip guidewire, but were able to get the guidewire in place. They tracked a 6.0 x 100/135 sterling balloon catheter over the guidewire and inflated the balloon. Upon deflation, the balloon became stuck on the wire requiring them to pull the balloon and guidewire out. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by MFR - updated. Eval summary attached - updated. Method, result, and conclusion codes - updated. Device evaluated by manufacturer: the sterling catheter was received with a v-18 guidewire lodged inside the wire lumen. There were two kinks 54.5cm and 56.5cm from the proximal end of the guidewire. The guidewire was bent 296.3cm and 299cm from the distal end. Dimensional inspection of the guidewire confirmed the guidewire was within specifications. The inner diameter (ID) of the catheter wire lumen was measured and found to meet specification. The guidewire was successfully loaded and advanced through the tip encountering resistance in the location of the shaft damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID #2134265-2013-00257. It was reported that during a percutaneous transluminal angioplasty procedure, withdrawal difficulty occurred. The lesion was located in the patient's left distal superficial femoral artery. They had trouble advancing the 300cm, 8cm v-18 poly tip guidewire, but were able to get the guidewire in place. They tracked a 6.0 x 100/135 sterling balloon catheter over the guidewire and inflated the balloon. Upon deflation, the balloon became stuck on the wire requiring them to pull the balloon and guidewire out. The procedure was completed with a different device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).